Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: extension. Product ID: 3887-33, lot# j0401880v, implanted: (B)(6) 2004, explanted: (B)(6)2014, product type: lead. (B)(4)

Event description:
It was later reported that the revision took place. It was noted that the implantable neurostimulator (ins) and leads were replaced. It was noted that the ins and leads were changed during the same procedure. It was noted that the patient's ins stopped working after a bumpy boat ride and no cause was established. It was noted that the old device was close to end of life (eol). There were no visible issues with any of the old devices. After replacement of leads everything was working fine and the patient received effective therapy. It was noted that all devices were disposed.

Manufacturer narrative:
The explant date was changed from (B)(6) 2014 based upon the statement that "the ins was reportedly replaced the day of current report." The date of that report was (B)(6) 2014. In addition, it was noted that the leads were changed during the same procedure.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3887-33, lot # j0401880v, implanted: (B)(6) 2004, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was riding in a rocky boat ride in february where the stimulation suddenly stopped soon after the ride. The ins was not checked after the boat ride. It was noted the patient had lost stim and stopped recharging, and met with the rep later. It was reported that by the time the rep met with the patient, the ins was depleted and "couldn't read the ins." It was noted the implantable neurostimulator (ins) was nearing end of service because of normal battery depletion, so they made a plan about 6 weeks ago for a revision on (B)(6) 2014. An x-ray was taken and showed contacts had come out of the ins. The ins was reportedly replaced the day of current report. Additional information has been requested, but it was not available at the time of this report.

Event description:
It was reported that a patient had no stimulation sensation. It was stated that the patient¿s implantable neurostimulator (ins) ¿stopped working about 3 weeks ago.¿ it was stated that the patient¿s healthcare professional ¿said the ins would still recharge and appeared to be working.¿ it was reported that the hcp did x-rays today and he saw ¿4 little beads coming out of the top of the stimulator¿ but he thought they ¿belong inside the stimulator but have come out.¿ it was noted that the hcp was not familiar with the manufacturer¿s products.